Event description:
It was reported that the maxzero¿ zero reflux IV connector is backing off and twisting off. The following information was provided by the initial reporter: bd tubing is backing off and twisting off of the maxzero connection.

Manufacturer narrative:
Address information was not able to be obtained, therefore, (B)(4) was used as a place holder. Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: no product or photo was returned by the customer. The customer complaint of residual drops left in the caps could not be verified due to the product not being returned for failure investigation. Device history record review for model mz1000-07 lot number 22025661 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 13feb2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends .